Manufacturer narrative:
Correction: previous additional narratives data should have said that the implant date had been revealed to be feb 6, 2013. UDI number should have been (B)(6) instead of (B)(6) as previously reported. H6 code for investigation findings has been corrected to "no findings available", as the device was not returned.

Event description:
It was reported that a patient experienced inappropriate shock during surgery from their implantable cardioverter defibrillator. The nurse reported that the magnet used to control the device had most likely slipped off during the procedure, causing the device to misread signals as ventricular fibrillation, and leading to the shock. The patient was stable throughout their procedure. The following day, the nurse and physician checked the device three times, and was able to adequately disable therapy with the magnet each time, confirming her suspicion that the magnet slipped off the device. The serial number of the device has not been provided.

Manufacturer narrative:
Correction: g3 should have been (B)(6) 2022 in the previous report. Additionally, in b2 only ¿other serious¿ should be checked

Event description:
New information notes that the serial number of the device is (B)(6). The inappropriate shock received was also not related to device malfunction.

Manufacturer narrative:
Correction: previous reports did not correctly establish that an adverse event occurred and that a surgical intervention was needed (b1 and b2). The manufacturing date for the device was not filled in when the serial number was confirmed (h4). Finally, as the device shocked the patient due to the sudden oversensing as described in the event description, the oversensing code was added (h6).